Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by the manufacturer: the device was returned for analysis. A pusher wire and a coil were returned for this complaint. The pusher wire was inspected and no anomalies were noted. The coil zap tip was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched and kinked along its length. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Microscopic inspection of the main coil was performed and observed that the zap tip was found detached from the rest of the coil, in addition it was not returned. Dimensional inspection of the pusher wire and main coil that could be measured were performed and were within specification.

Event description:
Reportable based on device analysis completed on 19jun2019. It was reported that the coil was not taking the shape after deployment. Vascular access was obtained via common femoral approach. The target lesion was located in the internal iliac artery. A 10mmx50cm interlock was selected for use. During the procedure, coil deployment was initiated through the microcatheter. However, upon initial deployment of 50%, it was noted that the coil was not taking the shape even after deploying more than 70% of the coil. The device was then retrieved. The procedure was completed with a different device. No complications were reported and the patient was stable. However, device analysis revealed that the coil zap tip was detached and not returned.